Event description:
Customer reported that she was hospitalized and had not been released. Customer stated that the insulin pump was not functioning properly and requested a replacement. Customer was unable to continue the call as the doctor walked in. Blood glucose value could not be obtained. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 reports regarding this event. See manufacturer report number 2032227-2014-62215 for additional information.